Event description:
The customer reported the primary IV line of albumin was attached to the maxplus on a PICC line but spun off and disconnected from the maxplus resulting in leakage. No patient harm or medical intervention was reported. No further patient/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.